Event description:
It was reported that the dexcom g7 continuous glucose monitor displayed a blood glucose of 238 mg/dl while the ilet pump showed no reading due to intermittent communication loss between the cgm and the ilet, and the user had a fingerstick of 224 mg/dl; the issue was addressed by guiding the user to toggle the sensor, re-pair the cgm, confirm pairing, and manually enter a glucose value to restore corrections, after which the readings matched. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, consistent with intermittent communication failure, with the antenna and related electrical or magnetic components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.